Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an obstruction in the left main coronary artery occurred. It was reported that the patient had an abnormal left coronary artery origin around the non-coronary cusp (ncc) and left coronary cusp (lcc) commissure. No coronary occlusion or obstruction of the native valve leaflet were observed. Per the physician, the obstruction was due to compression of valsalva sinus by the expansion of the valve. A coronary stent was placed. No additional adverse patient effects were reported.